Event description:
Directly from the complaint coil got stuck inside the sl10 microcatheter. The physician could not push the coil further than halfway inside the catheter. The physician was able to remove the coil from the microcatheter and finish the procedure with a like coil. There was no unintended detachment in the microcatheter. No additional intervention was required to pull the coil out of the microcatheter. The patient was well and the procedure was completed. Failure analysis found that part of the coil was kinked.

Manufacturer narrative:
The sl-10 microcatheter was not returned. Located at the top proximal end of the resheathing tool, the v notch has been fractured. The distal damaged edge of the v notch has been raised above the surface plane. Located at the locking mechanism, the sheath material has been stretched away from the surface. As viewed through the sheath, the first secondary loop off the ball tip is damaged. The remainder of the coil is undamaged. The first secondary loop off the ball tip has been kinked and bent approximately 75 degrees off the plane of the remaining coils. The coil was returned severely damaged. The evidence strongly suggests that interference inside the microcatheter most likely contributed to the coil becoming stuck. It cannot be determined if this interference was of a fixed or detached nature. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. A secondary; but less likely contributed factor occurred when the sheath¿s locking mechanism became embedded into the v notch of the resheathing tool. The binding action between the device positioning unit (dpu); the coil; and the sheath may have produced coil damage. For optimum product performance and to prevent potential complications; the instructions for use recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the inability to advance the coil and the coil's damage. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.